Manufacturer narrative:
H6:product analysis part # 436120b lot # ca20d226 visual and optical inspection of the centerpiece expander revealed the gears/teeth have been damaged and broken. Functional inspection with a sample 20/25mm inserter confirmed the implant was able to connect ,engage and expand the cage. The cage teeth appear to have been stripped due to excessive force placed on the implant. The cage may have been locked in place when the adjustments were made causing damage to the teeth. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3 corpectomy l 1-l5pps fixation. It was reported that after insertion of the cage, the cage did not open. When the cage was opened outside the surgical field, it opened without any problem. When the inserter was removed and the area where the pinion driver fits into the cage was checked, a defect was found. The set screw was closed spontaneously, and the cage could not be opened, which was thought to have caused metal wear. There was a delay but less than 60 minutes. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that there were no malfunction associated with the reported endcaps.